Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not delivering properly and there was an issue with the pump's internal make up. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. The customer stated that they do not use the insulin pump the way it was designed. The customer stated they compute the bolus and then program it into the insulin pump. The customer was not wearing sensors. Troubleshooting was not completed as the customer had changed the site and the set. The customer stated that the insulin pump was not delivering properly. The insulin pump will be returned for analysis.